Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Patient was symptom free until the return of gerd symptoms 4 months prior to removal. Patient had an upper gi on (B)(6) 2017 and a linx bead was believed to have eroded through the patient's esophagus. Device explant due to ongoing gerd on (B)(6) 2017; the device had not eroded through the esophagus. A foreign body (including blue monofilament suture) unassociated with the linx device was found approximately 1 cm from the gastroesophageal junction. The device was found in the correct position/geometry at the time of removal. Patient underwent a fundoplication immediately after device explant.